Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus via the pump to address bg. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.